Event description:
The ge oec 9800 fluoroscopy sys had un-commanded reboot issues.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective fluoro functions board that was removed and replaced. This sys is located in another country. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.